Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 2.1. Date: (B)(6) 2010, lab: 2.5. Pt self tester stopped coumadin prior to a hospital procedure on (B)(6) 2010 and a started plavix. Tested on inratio (B)(6) 2010 and had a 2.1 inr. When asked if he has had any bruising or bleeding, pt states that he stubbed his toe and cut his finger, but neither had any prolonged bleeding.

Manufacturer narrative:
Investigation pending.